Event description:
Physician had bilateral access to diagnose and treat the right and left common illiacs. When advancing the visi-pro stent to the left common illiac, the physician noted that the stent became dislodged from the catheter. There was heavy calcification in the illiac. The physician was able to re-insert the balloon catheter inside the stent and deploy in the left iliac. Procedure was completed without incident.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.